Manufacturer narrative:
The philips service engineer (se) evaluated the device and reported that a "check vent: oxygen device failed" (diagnostic code: 1111) was confirmed in the event log; however, the alarm was not duplicated during the evaluation at the repair center. The se noted that the occurrence of the diagnostic code (1111) was due to the specifications, and that it can occur when the leak amount exceeds the leak compensation ability of the v60 ventilator. The se reported that no part was replaced for the reported issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an "oxygen device failed" alarm. The device was in clinical use when the issue occurred; there was no medical intervention or delay in therapy reported. No patient or user harm reported. A philips service engineer (se) noted that the customer's device displayed an oxygen device failed alarm when the pressure supply was resumed in standby mode (22% fio2). The device was removed from service. The investigation is ongoing.

Manufacturer narrative:
(B)(6).